Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed bars across the screen and became unresponsive, without visible cracks, consistent with an unresponsive key or button and implicating the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive interface involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.